Event description:
It was reported to boston scientific corporation that a previously placed advanix biliary stent was removed from the common bile duct of a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, while the physician was removing the advanix biliary stent through the scope using a snare, a piece of the stent broke off and became stuck inside of the scope. What was thought to be the complete advanix biliary stent was removed, but when the physician tried to advance another advanix biliary stent down the scope, that stent got stuck in the scope. The scope, along with the device, was removed from the patient and the procedure was completed with another scope and advanix biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "ok."

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Reported event of stent broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.